Event description:
It was reported that the insulin pump vibrated and beeped no delivery. It was reported that customer was hospitalized due to a fall and broken bones. Customer was taken off of the insulin pump and is using insulin to scale. Customer's blood glucose levels were not included in the report, but states that they are high. Customer was advised to change reservoir and infusion set on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.